Event description:
A falsely depressed calcium result was obtained on a patient sample. The result was reported to the physician. The sample was repeated and a normal result was obtained. The patient was treated with intravenous 10% calcium gluconate. There was no report of adverse health consequences as a result of the falsely depressed calcium result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed calcium result was short sampling due to user error of running a primary tube as a sample cup. The instrument is performing within specifications. No further evaluation of the device is required.